Event description:
Reflective sterile spheres failed to track during a procedure. Another set of sterile spheres were used to complete the procedure. This issue was communicated by sales and support mgr which occurred at (B)(6). Spheres were returned however, no investigation or analysis could be done as spheres were used in a procedure and potentially contaminated. Decontamination of sphere would render investigation impossible. Therefore, no investigation or analysis could be performed. No serious implications to this issue were mentioned by the complainant. No pt was harmed and no serious injury occurred.